Manufacturer narrative:
Product ID 8840; product type programmer, physician product ID 8709, lot# j11048r29 , implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative via crts (customer response tracking system) regarding a (B)(6) male patient receiving saline and had received 25mg/ml morphine (unknown) at 4.5mg/day via an implanted infusion pump. The patient had oral medications in addition to the pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. On 2015 (B)(6) a drug related programming error was discovered to have occurred 2015 (B)(6). The drug dose was entered incorrectly. The patient had been in for a refill on 2015 (B)(6) but the drug had not been available so the healthcare provider filled the pump with saline with an intention to slow the pump down so the patient would get some drug for several days until the pump could be refilled with drug. They had intended to run saline at 1ml/ml at the lowest flow rate (0.048ml/day) in simple continuous to result in a morphine dose of 1.2mg/day, but the pump was instead programmed to 1.2ml/day of saline which resulted in speeding up the pump instead of slowing it down as intended. The patient got a morphine bolus of approximately 8-10 mg over 8-10 hours on thursday 2015 (B)(6) (note: 2015 (B)(6) was a friday). The exact bolus could not be determined because the catheter length was unknown. The reporter stat ed that the catheter volume was in the programmer as 0.010 ml but it was discussed that this could not be accurate. The patient reported being fine up until sunday 2015 (B)(6) when they had symptoms of being light headed and groggy. The patient went to the emergency room but did not receive any interventions and was sent home. The manufacturer's representative stated that they did a priming bolus with a catheter volume of 0.209ml due to the unknown catheter volume. The patient had improved gait 2015 (B)(6). No follow up was conducted as all required fields were deemed sufficient. If additional information is received, a follow up report will be sent.